Manufacturer narrative:
Recall was initiated (B)(4) 2007 and closed (B)(4) 2010. (B)(4).

Event description:
Information was received indicating on (B)(6) 2007 a patient underwent a right knee arthroscopy acl reconstruction using calaxo screws pn (B)(4). Immediately following the surgery, the patient had persistent soreness and limited range of motion with swelling and limping. Patient underwent numerous post-operative surgical procedures from 2007 to 2012 as a result of cyst formation; pain; adhesions. Post-op the patient still experienced difficulty with the knee, and was referred to specialist. Patient underwent a fifth surgery, an open debridement of the tibial tunnel of acl reconstruction, and arthroscopic debridement of acl graft. The acl graft was sacrificed and excised. Patient is awaiting full recovery. A sixth surgery may be needed to start the acl reconstruction process over from the beginning.